Event description:
Clinic notes dated (B)(6) 2013 noted that the patient was seen due to an atypical staring spell that was felt by the caregiver to possibly represent a seizure. It was noted that the patient was not postictal. It was noted that the device on time and off time were changed. The relationship between the atypical staring spell and vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information received revealed that the cause for the staring spell is unknown but it is not believed to be related to vns and it has not occurred again.

Manufacturer narrative:
H.6 code 68: event unrelated to vns therapy or surgery.